Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient had been complaining about not receiving any stimulation and that the implant didn't charge anymore for a while, maybe a month. Agent asked, caller did not know specific details of the issue and was not with the patient at the time of the call, so further troubleshooting could not be performed. Agent reviewed information caller will call back with the patient and external equipment for further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Caller is spanish speaker. Patient called back with the equipment to troubleshoot. Caller stated the programmer is not working so they cant charge the implantable neurostimulator (ins). Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen. Caller then connected recharger and confirmed battery low, recharge the controller message. Agent reviewed with caller they need to first charge controller and then they can charge ins. Agent instructed to monitor the issue and call back if it persists.